Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "cup was loose. The surgeon took out cup/liner/screws/head-replaced a cage cemented in a 44mm liner and replaced a 44 +0 head."